Event description:
It was reported to boston scientific corporation that a patient underwent a surgical procedure on (B)(6), 2006 involving a lynx suprapubic mid-urethral sling system.according to the complainant, following the procedure, the patient suffered from continued stress urinary incontinence, erosion of internal bodily tissue and dyspareunia. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.